Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that data on the continuous glucose monitor graph was absent. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session. Lastly, the customer experienced blood glucose (bg) of 44 m/dl which was addressed by consuming carbohydrates; cause for bg was unknown.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified the minimum fill notification and continuous glucose monitor graph issue could not be verified